Event description:
It was reported that during a robotic colostomy reversal, the stapler was used in an end to side anastomosis. During the procedure, they were unable to remove the circular stapler (ecs29b). They opened the stapler prior to removal 2 full turns. They rotated the stapler side to side repeatedly. After that did not work, they opened the stapler an additional full turn. When attempting to remove it the anvil released from the trocar and remained in the patient. They pulled the stapler out and used a flexible sigmoidoscope. Upon visualization they used the snare on the scope to retrieve the anvil. Staple lines were examined and a successful leak test was performed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. D4: batch # a97t9f. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ecs29b, with lot/batch number a97t9f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.